Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. Vascular access was obtained through femoral artery. The 10mmx3.5mm, concentric with less than 45 degrees, de novo progressive target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The 10/3.50 flextome cutting balloon was selected for use. During procedure, standard procedure to inflate balloon was followed. However, the balloon ruptured upon first inflation at 4atm and was removed as a whole together. The procedure was completed with another of the same device. No complications reported and the patient is stable.